Event description:
It was reported that during a procedure in the right renal artery, the nx monorail balloon ruptured. It is noted that this is an off label use. The nc monorail catheter was being used for post dilation and ruptured at 12 atms. The number of inflations and to what atms is unk. The physician was unable to remove the nc monorail balloon catheter. The physician was finally able to remove the nc monorail balloon catheter, however, upon removal it was noted that balloon material remained in the pt. The physician elected to place a stent to secure the balloon material. Pt status is unk.